Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with multiple usb cable. It was confirmed that the pump was able to be charged with the customer's (B)(6) usb cable. There was no reported impact to the customer's blood glucose level. A replacement usb cable was sent to the customer.

Manufacturer narrative:
Additional information was received on (B)(6) 2016 that the pump is not charging as expected. The customer will be issued a pump replacement. Reportedly, the customer will use manual injections as alternate insulin therapy until the replacement pump is received.